Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent angioplasty. The 5mm x 19mm, eccentric target lesion was located in the moderately tortuous and moderately calcified unprotected left main artery. After obtaining vascular access via the radial artery, a 6f guide catheter was placed and pre-dilatation was performed. A 5.00 x 20mm synergy megatron drug-eluting stent was advanced and implanted. The balloon was completely deflated without any difficulty; however, upon withdrawal of the stent delivery system (sds) back into the guide catheter, the balloon got buckled and stuck. During the attempt to pull the balloon into the guide catheter, the balloon catheter shaft broke 2-3cm from the hub and snaring was performed to retrieve the device. The procedure was completed with this device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
B5 - describe event or problem: updated to include additional information obtained.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent angioplasty. The 5mm x 19mm, eccentric target lesion was located in the moderately tortuous and moderately calcified unprotected left main artery. After obtaining vascular access via the radial artery, a 6f guide catheter was placed and pre-dilatation was performed. A 5.00 x 20mm synergy megatron drug-eluting stent was advanced and implanted. The balloon was completely deflated without any difficulty; however, upon withdrawal of the stent delivery system (sds) back into the guide catheter, the balloon got buckled and stuck. During the attempt to pull the balloon into the guide catheter, the balloon catheter shaft broke 2-3cm from the hub and snaring was performed to retrieve the device. The procedure was completed with this device. No patient complications were reported and the patient status was stable. It was further reported that the balloon was initially inflated to 24 atmospheres for 30-40 seconds with a 50:50 contrast/saline ratio. The balloon was completely deflated for 20-30 seconds before the device was pulled back.

Manufacturer narrative:
The synergy megatron mr ous 5.00 x 20mm stent delivery system, catheter was returned for analysis. A visual and tactile examination of the distal extrusion confirmed a shaft break at the port bond site guidewire exchange port at approximately 122cm distal from the strain relief. The distal section of the break including the inner and outer extrusions, the balloon, and tip sections were not received for analysis. The stent was deployed and was not returned. The balloon section was not returned. The tip section was not returned. A visual and tactile examination of the hypotube shaft found multiple kinks. The returned 6f guide catheter was examined, and it was confirmed that the missing section of the device was not trapped inside the guide. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent angioplasty. The 5mm x 19mm, eccentric target lesion was located in the moderately tortuous and moderately calcified unprotected left main artery. After obtaining vascular access via the radial artery, a 6f guide catheter was placed and pre-dilatation was performed. A 5.00 x 20mm synergy megatron drug-eluting stent was advanced and implanted. The balloon was completely deflated without any difficulty; however, upon withdrawal of the stent delivery system (sds) back into the guide catheter, the balloon got buckled and stuck. During the attempt to pull the balloon into the guide catheter, the balloon catheter shaft broke 2-3cm from the hub and snaring was performed to retrieve the device. The procedure was completed with this device. No patient complications were reported and the patient status was stable. It was further reported that the balloon was initially inflated to 24 atmospheres for 30-40 seconds with a 50:50 contrast/saline ratio. The balloon was completely deflated for 20-30 seconds before the device was pulled back.